Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission, noise resulting in oversensing was noted on the right ventricular lead. The patient was seen in clinic later. Noise was not able to be reproduced during in clinic testing and no electrical anomalies were noted. The suggested programming changes were made. The patient was stable throughout.